Event description:
After almost 2 years of implantation, this device was explanted because it was not pacing and could not be interrogated. It was also reported that the battery had depleted.

Manufacturer narrative:
(B)(6) 2011. The analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending.

Event description:
After almost (B)(6) of implantation, this device was explanted because it was not pacing and could not be interrogated. It was also reported that the battery had depleted.

Event description:
After almost 2 years of implantation, this device was explanted because it was not pacing and could not be interrogated. It was also reported that the battery had depleted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).